Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during the procedure the fast-fix 360 second implant did not came out (remaining in the needle and not coming out of the handle) after the first implant was installed. The customer alleged that the implant pusher did not meet the resistance and the needle slipped.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint. T2 and the suture remain on the delivery needle. T1 is missing from the construct and was not returned. The needle is bent and the actuator is protruding out of the distal end of the delivery needle. The device was functionally tested for proper actuator advancement and cycling, device would not function as intended due to the bent needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. This investigation could not identify any evidence of product contribution to the reported complaint.